Manufacturer narrative:
The specific product lot for this event is not known; therefore, lot history and device history record reviews are not possible. A product sample was not returned. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported seeing fibers in an unknown quantity of cataract surgery cases. It is unknown if fibers were retained in the eye during procedures.